Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or the product itself become available.

Event description:
It was reported that one day after implantation a heart perforation was observed. The lead does not appear to have been explanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or the product itself become available.